Manufacturer narrative:
(B)(4). Product returned for eval: no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test range is 90 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 82 mg/dl and 85 mg/dl. Verified storage of product is within instructed specification since they are kept in his bedroom. Test strip lot MFR's expiration date is 02/27/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 87mg/dl, (B)(6) 2015, 09:11pm; 72mg/dl, (B)(6) 2015, 07:28pm; 67mg/dl, (B)(6) 2015, 07:27pm; 102mg/dl, (B)(6) 2015, 08:18am; 76mg/dl (B)(6)2015, 10:24pm. Adverse event not reported.